Event description:
It was reported that the patient received an inappropriate shock from the subcutaneous implantable cardioverter defibrillator (s-ICD) where there was concern over possible interaction with a concomitant device. Technical services (ts) was consulted and upon review did note electromagnetic interference (emi) noise. Ts also observed noise that was consistent with changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode leading up to the shock. Post shock r-wave amplitude recovers to the initial value and normal sensing. Review of the remote home monitoring system also revealed a code that indicated there was missing implant and patient data stored within the device. Ts would investigate potential causes. The s-ICD remains in service and no adverse effects were reported.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing due to noise that was consistent with changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode; however, there was no conclusive evidence of a specific cause. Please see the description field for more information regarding the specific circumstances of this event.

Event description:
It was reported that the patient received an inappropriate shock from the subcutaneous implantable cardioverter defibrillator (s-ICD) where there was concern over possible interaction with a concomitant device. Technical services (ts) was consulted and upon review did note electromagnetic interference (emi) noise. Ts also observed noise that was consistent with changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode leading up to the shock. Post shock r-wave amplitude recovers to the initial value and normal sensing. Review of the remote home monitoring system also revealed a code that indicated there was missing implant and patient data stored within the device. Ts would investigate potential causes. The s-ICD remains in service and no adverse effects were reported.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.